Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several automatic mode switch episodes due to noise on the atrial lead was observed. No interventions were performed to resolve the issue and the patient will continue to be monitored.